Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement in the left common femoral vein was attempted with two prostyle devices using the pre-close technique prior to a mitral clip interventional procedure using a 6f sheath. The sutures of two prostyle devices were successfully placed. The sheath was upsized to a 24f sheath and the mitral clip procedure was completed. Reportedly post procedure, despite no issues with either devices during suture deployment, hemostasis was not achieved. Manual compression was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.